Event description:
The pt contacted lfs alleging that their one touch basic enhanced meter was prompting the not ok message. The message was reported as appearing during a test. The visiting nurse was contacted. The pt did not receive any treatment and did experience any symptoms of high or low blood glucose levels during the time of concern. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter, test strips, and control solution were replaced.